Event description:
Connection issues were reported relative to the subject pacemaker during an intervention performed to reposition the atrial and ventricular leads due to high thresholds. Reportedly, once the leads were repositioned, while connecting the leads to the pacemaker, it was not possible to connect the ventricular lead. The screwdriver turned in vacuum and no click sound was heard. Another pacemaker was implanted.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper mechanical and electrical operation. D3 (email address) and g1 (first name, last name, email address, telephone number) corrected. Fax number added in d3 and g1. E4 corrected. D6 field: the exact implantation day is unknown.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The exact implantation day is unknown.

Event description:
Connection issues were reported relative to the subject pacemaker during an intervention performed to reposition the atrial and ventricular leads due to high thresholds. Reportedly, once the leads were repositioned, while connecting the leads to the pacemaker, it was not possible to connect the ventricular lead. The screwdriver turned in vacuum and no click sound was heard. Another pacemaker was implanted.

Event description:
Connection issues were reported relative to the subject pacemaker during an intervention performed to reposition the atrial and ventricular leads due to high thresholds. Reportedly, once the leads were repositioned, while connecting the leads to the pacemaker, it was not possible to connect the ventricular lead. The screwdriver turned in vacuum and no click sound was heard. Another pacemaker was implanted.